Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stenting treatment procedure, stent damage occurred. The target lesions were located in the heavily calcified, proximal right coronary artery (rca) after the small bifurcation branch. The physician predilated the lesion with a 2.5 x 15mm maverick balloon catheter. A 2.5 x 20mm promus element stent delivery system (sds) was then placed in the lesion but was noted to have missed the proximal portion of the lesion possibly due to being pushed by the calcium during deployment causing the stent to foreshorten. The procedure was completed with this device. There were no reported patient complications but the patient was placed under observation and is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).